Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. Reprogramming was performed, without resolution. During the patient¿s trial period, minimal pain relief was achieved; however, the patient opted to proceed with the permanent implantation of evoke scs system. The evoke scs system was confirmed to be functioning as intended prior to the explant.